Event description:
Complainant alleged that during biomed testing, the device failed for high impedance and did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. During evaluation, the device's nvi showed the device was rescue ready when known good pads were connected. The device was recertified and returned to the customer. The pads used during the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.